Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned maquet sheath. The extender tubing was also returned. The product type label on the y-fitting was not present. Two catheter tubing kinks were observed approximately 76.2cm & 74.9cm from the iab tip. The technician attempted to insert a 0.025¿ laboratory guidewire through the inner lumen and was found to be occluded with blood. The technician was able to clear the occlusion. The evaluation confirms the presence of a kink, missing label and an occluded inner lumen as analyzed failures. However, we are unable to conclusively determine how or when these may have occurred. Therefore, the root cause for these is impossible to define. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period apr-19 through mar-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The initial reporter named in a getinge employee whose contact details are: (B)(6)/ phone number - (B)(6) / e-mail address- (B)(6); which differs from that of the event site. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2021-00090, a missing label, kink, and occluded lumen were found that were unrelated to the reported leak, blood in tubing failure mode. There was no patient involvement.